Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump passed the reset error test. No reset error alarm or audio anomaly was noted during testing. No moisture damage was noted. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the display window and a scratched reservoir tube window.

Event description:
It was reported that the customer received an unexpected restart alarm. The customer reported that their insulin pump was exposed to moisture. Customer's blood glucose levels at the time 105mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.